Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 21, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was hospitalized (specific date and duration not reported) and was administered with IV antibiotics (specific date and duration not reported).